Manufacturer narrative:
The distributor performed the evaluation and any necessary correction. Distributor performed evaluation.

Event description:
It was reported by the distributor that the scale had not been properly zeroed, possibly resulting in an inaccurate scale. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.